Manufacturer narrative:
One device was received for evaluation. The evaluation has not been completed. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that a foreign object was identified in the fluid path of the transducer included in the kit while preparing the kit for use. The device was not used on a patient.

Manufacturer narrative:
One device was returned for evaluation. The device was visually inspected and foreign matter larger than the specification was identified inside the fluid path. The complaint is confirmed. The root cause could not be determined. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.